Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was returned in two pieces. The insulation was abraded from 25.8 cm to 27.2 cm from the connector pin which could have caused the reported noise. Abrasions are indicative of exposure to constant friction with another implantable device.

Event description:
It was reported that the right atrial lead exhibited noise due to an insulation abrasion. The lead was explanted and replaced.